Event description:
The rptr stated the surgeon inserted an aq2015a aspheric silicone three piece lens and the trailing haptic pulled the corner of the lens optic and tore the lens. The lens was cut and removed from the pt's eye with no complications. The rptr stated the event was due to a loading error.

Manufacturer narrative:
(B) (4). (B) (4).